Event description:
The complainant reports that 9 days following the initial placement of the enteral feeding device this female pt, age unk, became febrile and developed tachycardia. She was re-admitted to the hosp, from a continuous care facility, and expired on the next day 02/2006. Pt's diagnosis was cva with a pre-existing benign lung mass. The autopsy report had been finalized but preliminary results state "peg tube displacement with extensive leakage and soiling of peritoneal cavity."